Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an intermittent control panel error. This error is generated when the system cannot communicate with the c-arm control panels. This error causes the system to immediately shut down. There is no report of injury or death associated with the event described in this complaint.